Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. In addition, the battery gauge dropped from 90% to 5% after being connected to a power source. The battery then fully depleted and the pump shut off due to insufficient power. The customer's blood glucose level was 87 (mg/dl). After connecting the pump to a different wall adapter, the alert had not reoccurred and the battery gauge displayed 100%.